Event description:
The patient states she re-used her single use disposable cold pack. Upon reuse, the bag burst and saturated her clothing with its contents. The patient experienced red and blistering skin on her back, where the pack contents made contact. She was directed to seek medical attention. The rapid aid labeling clearly states this product is a one-time use only. This type of usage is considered off label use or misuse by the customer.

Manufacturer narrative:
The rapid aid labeling clearly states this product is for one-time use only. The patient states she reused her disposable cold pack. This type of usage is considered off label use or misuse by the customer. This is considered a final report.